Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they experienced several symptoms and they might have had an onset of diabetic ketoacidosis based on their symptoms. Customer treated their blood glucose via manual injection. Customer will call back when they receive their supplies to perform the high pressure test.